Event description:
It was reported that the patient did not recharge his battery and had a potential overdischarge. One previous overdischarge was noted and the last time stimulation was felt was less than one month ago. According to the patient, a 2nd physician mode recharge (pmr) was performed. After 40 minutes into the pmr the battery went into recharge mode. The patient went home to continue charging and was to call the manufacturer's representative with the charging status. The patient then received an end of service (eos) message when the implantable neurostimulator (ins) was at approximately 75% charged. Subsequently, the patient was able to return to a charge mode and charged to 100%. The patient was not able to turn on their ins due to the eos message. The ins was interrogated the following day and it was confirmed that the eos message was shown and the battery was charged to 100%. An impedance check was also done at this time and all measurements were within normal limits. The patient had an appointment with the healthcare provider to discuss receiving a replacement battery. The patient had a low back and leg pain due to a work injury. The ins does not help with the back pain but the patient needed the ins for leg pain. The patient also received a pump around the end of november 2011 for relief of his back pain. The patient was doing very well with the pump and back pain was relieved. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Extension: model 37081, serial # (B)(4), implanted: 2009 (B)(6), explanted: unk. Lead: model 39565, serial # (B)(4), implanted: 2009 (B)(6), explanted: unk. Extension: model 37081, serial # (B)(4), implanted: 2009 (B)(6), explanted: unk. Patient programmer: model 37743, serial # (B)(4), implanted: na, explanted: na. Recharger: model 37752, serial # (B)(4), implanted: na, explanted: na.